Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the door 2 had failed. A field service engineer (fse) had successfully replaced all tower latches, opened and closed all doors, and then ran the hardware test application (hta), which passed successfully without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a door failure.the nursing team reported that door 2 failed every time when it was employed for medications which was constant time consuming and door 3 failed greater than fifty percentage of time and requested for tower doors replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.